Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Functional testing confirmed the reported condition; however, the condition did not appear to have been caused by the manufacturing process. Therefore, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.